Event description:
Pt had a biliary and duodenal stent installed after a pancreatic cancer diagnosis due to blockages to those areas. Pt was fine until the oncologist that had them on a clinical trial gave them very high doses of 5fu too close together and the stent started acting up four days after the chemo and once a month pt ended up at the hosp for two weeks with clogged stents in the duodenum and they were putting stent into stent and the infection and the bleeding. Well at the end rptr took them to another facility and the stents had disintegrated in the tumor and was cutting pt up and where the bile duct stent was became clogged and there was no way for it to go out. Pt died from stents.